Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25106626, 25102844 and 25099607 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. Internal complaint number trackwise #(B)(4), autonumber (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 would stop cauterizing after 3-5 seconds. The device would not work for 10 seconds. The device restarted again but continued to stay on for only 3-5 seconds. A replacement device was used to complete the procedure. The hospital did not report any patient effects.